Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp had alarms in previous therapy. The tsr explained possible causes and the hp said that he noticed a leak at the patient line connection to catheter. The tsr advised the hp to let the nurse (rn) know about the alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the rn on (B)(6) 2012. The rn stated the patient line from the cassette to the bag was leaking as the patient didn't tighten it properly. The issue was resolved and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was loose connection.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.